Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received several inappropriate shocks from his system. As a result, surgical intervention was undertaken during which the lead was capped and replaced. X-rays did not reveal any anomalies on the lead. In addition, the ICD was explanted and replaced as a precaution.